Manufacturer narrative:
The insulin pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with normal operating currents and no unexpected off no power alarm, low battery alarm or battery out limit alarm or blank display noted. The insulin pump was received with minor scratches on lcd window and cracked reservoir tube lip.

Event description:
It was reported via phone call that the insulin pump had a blank display and battery out limit. The customer's blood glucose was 58mg/dl. During troubleshoot, the display did not return. The customer was advised the pump will be replaced. The customer stated they had high blood glucose and treated with manual injection. The customer's high blood glucose was unknown.